Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it. The user conducted reprocessing in accordance with french standards and instructions for use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was foreign translucid gelatinous material clogging the nozzle. This finding was likely due to an accumulation of material clogged during the cleaning and disinfection process. Upon further inspection, it was observed that the glue of the bending section cover was worn out and separated. It was also observed that the light guide lens was cracked. It was observed that the bending angulation was out of specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope had recurrent errors after cycle 2 in the cleaning machine due to a problem with the air/water channel. The reported issue occurred during reprocessing of the scope. There was no patient/user harm or injury reported due to the event.